Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab causing a leak at the corner of the balloon tab. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Age & date of birth: requested, not attainable. Ethnicity: requested, not attainable. Race: requested, not attainable. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cvra manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that 14cc of air was placed in the involved tr band cath lab. When the nurse went to start releasing the air, they noticed that there was zero air in the band and there was a small amount of blood. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250cc's. The event was post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 01 may 2023: there was no noticeable damage to the device. The band was on inflated for entire observation time. When it was noticed that the air was leaked out and hemostasis was achieved, they decided to bandage it. The procedure for the patient prior to using the tr-band was a heart catheterization. 45 minutes passed from the time the tr band was applied until it was noted to have lost air.